Manufacturer narrative:
Upon reassessment of the reported event, the unknown head was determined to be not reportable. The initial report was forwarded in error.

Event description:
Upon reassessment of the reported event, the unknown head was determined to be not reportable. Dislocation occurred between the patient's shell and their natural acetabulum. The initial report was forwarded in error.

Event description:
It was reported that the patient underwent a revision procedure due to recurrent dislocations. The doctor made the decision to remove the implants and not re implant anything. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02446. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.